Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient who underwent implant of a 26mm sapien 3 valve, in the aortic position, by transapical approach. During the deployment of the valve the balloon burst at the end of valve deployment.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings codes: corrected h.6 investigation conclusion codes. The 26mm certitude delivery system was returned fully inserted through a 18f sheath and loader. The stylet was inserted through the nose stip. During visually inspection, the inflation balloon burst radially and longitudinally and had completely separated. No balloon material was missing. Due to the condition of the returned device, no functional testing could be performed. The evaluation is performed through visual and dimensional inspection. Balloon single wall thickness of the inflation balloon near the observed burst was measured. A thickness measurement deviating from the specification could contribute to the reported event and/or be indicative of a manufacturing non-conformance. The balloon single wall thickness at all measured locations were within specification. The balloon burst was confirmed based on returned device evaluation. However, no manufacturing non-conformities were found in the returned sample. A review of dimensional and visual inspection revealed no indication of a non-conformance. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and the details why balloons are subject to increased risk of burst in a calcified annulus. Based on the imagery provided by the site mild calcification was observed on the annulus. Additionally, based on the returned device condition the radial burst is right at the center of the balloon which aligns with annulus from the imagery review. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration.. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.